Event description:
It was reported that the patient complains of pain, swelling, and muscle spasms in her left hip. The patient reports pain at the center of the hip as well as weakness.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.